Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. Event date corrected. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, 9 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. There is no conclusive correlation between the device and the reported event through this evaluation. A correlation between the device and the reported gi bleed could not be established. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that is potentially associated with the hm3 lvas. Information about anticoagulation, recommended inr values, and suggested modification to anticoagulation when there is a risk of bleeding are found in the IFU as well. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for melanotic bowel movements. The patient underwent a colonoscopy and multiple non-bleeding colonic angioectasias were found and treated with argon plasma coagulation. The patient¿s hemoglobin was low; however, not transfusions were given. The patient was on warfarin at the time of the event. No additional information was provided.